Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to generate cold water and based on the diagnostic data it would appear to be a failed chiller. A review of the csv files show that the device heats properly. This device was manufactured in oct2021. They have validated this as a device failure. Device does not heat or cool properly & shows error t4. Per follow up information received via email on 02apr2024,device could be send back to the manufacturer and still no decision if this device will get repaired. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to generate cold water and based on the diagnostic data it would appear to be a failed chiller. A review of the csv files show that the device heats properly. This device was manufactured in oct2021. They have validated this as a device failure. Device does not heat or cool properly & shows error t4. Per follow up information received via email on 02apr2024,device could be send back to the manufacturer and still no decision if this device will get repaired. No patient involvement.